Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -14.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and unreactive (fixed) pupil. The lens was replaced with a longer lens and the problem was resolved. The eye is quiet and patient is happy.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -14.00 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and unreactive (fixed) pupil. The lens was replaced with a longer lens and the problem was resolved. The eye is quiet and patient is happy. Claim#: (B)(4).